Manufacturer narrative:
The investigation for the reported controller alarm has been completed. Data analysis: complaint is consistent with occurrence date. On 9/14/21, imclogs show the following: 14/09/21 08:08:16 imc-kbd error: 0xa4 0x02 0x00 - keyboard: read failure. 14/09/21 08:08:57 imcgui: event set: #24 from 80 (0) - controller error (loss of comm with keypad or between the kbd and i2c for kbd hw revision 1). Device analysis: console failure mode could not be reproduced by power cycling console. Conclusion: failure mode exhibited in the field is most likely due to the age of the components in ic1207. The root cause of the one-off kbd read failure and subsequent controller error are most likely due to missed communication from the kbd to 4-in-1 and/or vice versa. However, the exact root cause is undetermined due to being unable to reproduce the failure mode.

Event description:
The complainant reported that during a training session when, the automated impeller controller displayed an alarm for "controller error switch to back up controller " after it was booted up. There was no patient involvement.